Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycaemia and the insulin pump was not turning on. The customer's blood glucose level was 527 mg/dl at the time of the incident. The customer informed that they do not have a back up plan. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The display did not return after the insulin pump restart. The customer was calling back with blank display after receiving new battery cap. The customer stated that the insulin pump may have been exposed because they were currently in a cruise. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, powered up with a blank display due to heavy corrosion and rust all along the bottom of the insulin pump. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.